Manufacturer narrative:
The insulin pump had a rf pic failed self test alarm and lost sensor alarm due to faulty y1/radio frequency board. The pump was received with a cracked case at the display window corner, cracked battery tube threads, and a minor scratched display window.

Event description:
The customer reported via phone call that he had a lost sensor alert. Customer's blood glucose was 148 mg/dl at the time of the incident. Customer had a rf pic failed self test alarm in the alarm history. Customer was advised that the insulin pump will be replaced due to the alarm occurring twice.